Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 (UDI was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed since reprocessing could not be conducted properly due to leakage from scope connector cover. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-hq1100dl/I reprocessing manual 5.3 precleaning the endoscope and accessories. 5.5 manually cleaning the endoscope and accessories olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "occluded biopsy channel". There was no patient harm, no user injury associated on this reported issue. Device evaluation found foreign material in the device biopsy channel (channel tube). This report is being submitted due to the finding of foreign material in the biopsy channel ((insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
Device evaluation found clogged biopsy channel (ch-tube) . The customer reported issue was confirmed. In addition, as noted in b5, inspection found foreign material in the biopsy channel( ch-tube) . This condition is attributed to insufficient cleaning/handling issue. The foreign material described to be a light brown resembling seeds came out from the ch-tube during the leak tests. Furthermore, the following defects were identified during device inspection: air/water (aw-cylinder) has no color. Suction (s-cylinder) has no color. Control unit is shaved. Sc cover unit has corrosion due to water leakage scope case sc-case unit is dirty due to water leakage. Plug unit has corrosion due to water leakage. C-cover has a scratch. Adhesive around objective lens has discoloration. Adhesive around light guide (lg) lens has discoloration. Adhesive on a-rubber is detached. Connecting tube has a cut. Universal cord has coating peeling. Investigation is ongoing. This report will be supplemented accordingly following investigation.